Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory notifier. Upon interrogation, non-sustained rv oversensing which detected rv lead noise was observed. Increased hv lead impedance was also noted. No programming changes were made. Patient will be back for another follow up.

Event description:
New information received notes that the lead was explanted and replaced. Patient is doing fine.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient received inappropriate therapy due to noise. Additionally, 1400 episodes of non-sustained rv oversensing were stored as a result of the lead noise. The noise was reproduced during isometric testing.

Manufacturer narrative:
The lead exhibited normal electrical characteristics.